Event description:
The customer initially reported that their device was dropped and had its service indication illuminated. Upon evaluation of the device, it was observed that the device was only delivering a monophasic shock. This is indicative of a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue. Physio-control has conducted a retrospective review of this type of reported failure, based upon a review of our interpretation of reportability as a result of thorough consideration of feedback from FDA. We have reached the conclusion that this type of failure is reportable, even though the reduced energy monophasic waveform that is delivered is clinically effective. As a result, all similar failures will be reported as MDR¿s.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After other unrelated repairs were also performed, the device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the monophasic defibrillation shock being delivered was due to a failure with a diode, designator cr30. It was determined that the nw leg of the diode was damaged.